Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2023. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue placement procedure was performed in (B)(6) 2023. The magnetic resonance imaging (MRI) showed that there was a twenty-five percent rectal wall infiltration. Therefore, the physician recommended to the patient a scope in four weeks to look at the heath of the mucosa. As consequent of this event the treatment of the patient will be delayed. The patient's condition is reported as asymptomatic.